Event description:
Report indicates the pump failed final testing in repair shop - accuracy testing. No known correlation with pt at this time. Report from account indicates no pt involvement. Account thinks the machine was cleaned and then sent to repair for service.